Manufacturer narrative:
System was used for treatment. Kit lot e331 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order (B)(4) completed: service engineer cleaned the instrument, replaced return pressure transducer and gasket, collect pump head rollers and ac pump head and ran system checkout test on instrument successfully. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer called to report a system pressure dome membrane leak during purging air. The customer said the pressure dome "popped" off the transducer, the membrane ruptured, and the blood leaked. Customer said the blood spilled on and around the system pressure dome, collect pump, and underneath the pump tube organizer. Customer confirmed the system pressure dome was correctly installed during kit installation. Customer did not note any prior alarms, or alarms during the kit prime. Customer aborted the treatment and did not return fluids to the patient. Customer stated the patient was stable and would not require any intervention. Customer requested service to clean up the blood spill around the instruments components and to assess/repair instrument components, if needed. No product was returned for investigation.